Manufacturer narrative:
Medtronic received additional information that customer experienced motor stalls as well. The customer has decided to retire the instrument. No further action required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the instrument was unable to pass the liquid quality control. The customer tried multiple lots and rebooting the system with no change. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
B.5.medtronic received additional information that the customers initial complaint was that the hms was not passing quality control(qc) but after discussion the customer stated that the unit was experiencing motor stalls. The motor stalls prevented the unit from completing a qc run cycle. There was not a problem with the qc material itself as much as an electro-mechanical issue with the hms that prevented a successful qc run cycle. D.4. UDI updated additional review of the event shows that the issue was with motor stalls and the motor stalls prevented the hms plus instrument from completing a quality control (qc) run cycle.there is no information to reasonably suggest that this may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.